Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were harder to push. The customer's blood glucose value was unknown. It was reported that the insulin pump will reject the battery once in a while. The batteries drain very quickly and had crack on the screen. The device will not be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened express up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit received with all operating currents within spec and passed motor error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.